Event description:
It was reported that five (5) amia automated pd cycler sets were misassembled. The patient line cap was observed ¿not on the end of the patient line but still present in the packaging". According to the nurse, "the slightest movement, the cap would fall off¿. This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were discarded and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.